Event description:
It was reported that this patient's system recorded a signal artifact monitoring (sam) event and switched the respiratory rate trend vector, due to high pacing impedance within normal range. Reportedly, this patient's right atrial (ra) lead is off. Attempts to obtain additional information were unsuccessful. The ra impedance trend shows multiple high pacing impedance spikes out-of-range and a sudden decrease that has remained constant over time. This ra lead remains implanted and no adverse patient effects were reported.